Event description:
A symptomatic patient presented to the ER after receiving inappropriate high voltage therapies. Egms revealed a possible lead displacement. The lead was explanted two months later. It was also noted that the patient has twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.